Event description:
During outreach call, customer reports to have experienced no delivery and was able to clear with complete set change. Customer's blood glucose was 105 mg/dl. Customer also reports to have received a lost sensor alert. It was found that sensor cannula was bent. Customer was advised to call should issue persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.